Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to needing settings adjustments. Customer's bg was 52 mg/dl according to continuous glucose monitor and was addressed by consuming glucose tablets. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.